Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Product code download was performed.

Event description:
It was reported that the patient experienced muscle stimulation and presented in clinic in backup vvi. After a product code download, normal device function resumed.